Manufacturer narrative:
Results - head-end lift motor coupler.

Event description:
It was reported by service report that the head end lift was not going down. No patient involvement or adverse consequences were reported.